Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 6 120x30. The customer states that the infusion port came completely off the device during the initial run, so and doctor had to manually hold the port in place which in turn leaked the majority of the tpa. This issue caused two add'l runs to occur.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.